Event description:
It was reported that the customer had high blood glucose levels of 503 mg/dl. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis about two months ago. The customer was treated with insulin, bicarb and phosphorous to replenish the customer from diabetes ketoacidosis. Troubleshooting was done. The customer reported a bent cannula from the infusion set. The customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).